Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "heaviness and discomfort", "small cysts", "axillary groups lymph node", "micro-calcifications", and folds.

Event description:
Healthcare provider reported rupture, "heaviness and discomfort", "small cysts", "axillary groups lymph node", "microcalcifications", and folds. This is for the right side. Device remains implanted.